Event description:
The reporter stated the device was displaying high result of 500mg/dl and higher. She called her dr and was instructed to take insulin and wait two hours. She did and her blood glucose decreased to 340mg/dl. She felt shaky and went to the police station and a paramedic there checked her glucose at 138mg/dl. Less than tne minutes later, her device read 500mg/dl. The paramedic did not treat her. The device was replaced and requested to be returned for eval.